Event description:
It was reported that the device shut off on its own. This event was confirmed with the patient programmer. The patient was scheduled to have a replacement surgery (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178201108094.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was at end of service due to normal battery depletion and was replaced. The battery life had been noted to be depleted at the patient's (B)(6) 2011 appointment with the health care professional. There was no injury and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).